Event description:
On 3-23-2009, the facility representative reported the following: in 2009, a patient located in the intensive care unit (ICU) was to receive propofol medication on pump. New tubing was hung for medication. A 100 milliliter (ml) bottle of the medication was set to infuse a total of 85ml to be infused at a rate of 20ml/hr. Approximately 45 minutes after infusion began, the registered nurse noticed the entire bottle was administered into the patient. The doctor on call was notified of the situation and a bolus of fluid was ordered. The patient's blood pressure dropped to 50/20. The pump was disconnected from the patient and the propofol was temporarily held. The patient's blood pressure stabilized. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
The software version in this pump is 1.10. The reported condition was not duplicated during product analysis lab testing. Pump passed all the accuracy tests.